Event description:
IV pump set to deliver IV fluids of normal saline to be infused at 500 ml of fluid per hour, but pump only indicated 337 ml infused. There was no harm to the patient. The pump had version 1.6 software. Biomed reviewed the device and confirmed a pump failure. The pump was returned to the manufacturer for a replacement.